Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell a of 4. The patient was connected at the time of the alarm. The patient line was properly primed before connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. The supplies were not damaged by an outlet port clamp or assist device. One of the bags had disconnected. The technical service representative (tsr) had the home patient (hp) cycle the power, and the hc then alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The tsr advised the hp to start over with new supplies. The hc was operational. Proper procedures were reviewed and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.